Event description:
It was reported that while removing the implant from the plastic container the pin got stuck between the packaging and implant and the implant ended up falling out of packaging due to the pin being stuck between the two. The customer reported that the procedure was completed with another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). Patient identifier unknown / not provided . Age and date of birth unknown / not provided. Gender unknown / not provided . Patient weight unknown / not provided . Email unknown / not provided. Last name unknown / not provided.

Manufacturer narrative:
Zimvie received one (1) tsx37b11, (tsx implant, 3.7mmd, 11.5mml) for evaluation. Visual evaluation identified the implant's packaging in its entirety was not returned. The implant and alignment pin were the only items returned. Measurements match drawing. Cal3845 (due: aug 30, 2023). The conditions or circumstances of the product delivery to the customer are unknown, and the coob could not be verified. Functional test was not performed, due to the nature of the event and dental device. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1258965. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1258965 for similar events and no other complaint was identified. Review completed utilizing keywords: "does not disengage/release." The customer did not submit images for the reported event. IFU review: documents reviewed: biomet 3i dental implant IFU p-iis086gi rev. J 2022/08. Information identified: "warnings." Based on the investigation and risk management file review as per rmf rm-00053-haz rev.11, the most likely root cause determined from the investigation is implant is not transferred from sterile environment to patient in accordance with IFU (e.g., not in upright position, incorrect driver selection) therefore, based on the available information, device malfunction could not be verified, and the reported event/coob could not be verified since the condition of the product/packaging when received by the customer was unknown. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.